Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported mitral stenosis, tachycardia, and recurrent mr. Mitral stenosis, tachycardia, and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient returned to the hospital and underwent surgical intervention. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported a mitraclip procedure was performed on (B)(6) 2025 to treat functional mitral regurgitation (mr) with a grade of 3-4 with a mitral valve gradient (mvg) of 4-5mmhg. One clip was implanted reducing mr to grade 1-2, and mvg ended at 8mmhg. The following day, imaging showed moderate mitral stenosis and mild mr. The same was noted by imaging on (B)(6) 2025. The patient was discharged on (B)(6) 2025, however returned to the hospital with tachycardia. Imaging was performed again on (B)(6) 2025, both indicating severe mitral stenosis and mild mr. The patient underwent surgical intervention on (B)(6) 2025 to repair the mitral valve.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a mitraclip procedure was performed on (B)(6) 2025 to treat functional mitral regurgitation (mr) with a grade of 3-4 with a mitral valve gradient (mvg) of 4-5mmhg. One clip was implanted reducing mr to grade 1-2, and mvg ended at 8mmhg. The following day, imaging showed moderate mitral stenosis and mild mr. The same was noted by imaging on (B)(6) 2025. The patient was discharged on (B)(6) 2025, however returned to the hospital with tachycardia. Imaging was performed again on (B)(6) 2025 and (B)(6) 2025, both indicating severe mitral stenosis and mild mr. The patient underwent surgical intervention on (B)(6) 2025 to repair the mitral valve.